Event description:
Customer was hospitalized for low blood glucose levels. Per the medical dr, the hospitalization was due to basal raise being set too high. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.